Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to this issue, the keypad cover was returned punctured at the up arrow keypad button. The keypad buttons were responsive during testing. No defect was found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 10/15/2015.